Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event and got hospitalized on (B)(6) 2024 due to hyperglycemia. The patient also vomited when he was admitted and was hospitalized for one week.the blood glucose level was 650 mg/dl at the time of event due to hypeglycemia. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.